Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging the cable cord was missing from the packaging of the subject meter was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.